Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6) , ubd: 03-sep-2016, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6) , ubd: 09-sep-2016, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving un known morphine drug via an implantable infusion pump for unknown indication for use. It was reported that the patient had not been getting pain relief recently. It was unknown if any environmental, external, or patient factors were causal or contributory to this event. Diagnostics included a dye study, but they were unable to aspirate at the catheter access port (cap). Interventions include that the plan is to replace the catheter, but nothing was scheduled as of the time of the report. The issue was not resolved at the time of the report.